Event description:
This patient presented to the hospital. The rv lead was found to be fractured which caused noise, impedances of less than 2500 and inappropriate shocks. Because of this, the ICD was eri. The rv lead was turned off.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.